Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
**Update** * 01/10/2012 patient fact sheet form was received, which identified lot information. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege the patient suffered injury. Update: (B)(6) 2011 - medical records were received. The revision operative report indicates that when the pseudocapsule was opened about 30ml of brownish fluid, was evacuated around the pseudocapsule of the hip.